Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the stent and delivery system was encountered. The physician wanted to direct stent the lesion (unk location). When the physician was unable to reach the lesion with the taxus express2 8.8% 3.5 mm x 32 mm stent, he attempted to remove the stent and delivery device. The physician was unable to remove the stent and delivery system, as it became stuck within the guide catheter. The physician then removed the guide catheter with the taxus stent and delivery device as a unit from the pt without incident. The procedure was completed using another taxus express2 8.8% 3.5 mm x 32 mm stent. No pt complications were reported.